Event description:
Doctor reported a file separated in canal during procedure. The doctor stated that "the patient was aware this tooth might not be saved and did not want to be referred if doctor wasn't able to treat it successfully." Retrieval of the separated piece was attempted but was unsuccessful and the tooth was extracted.